Manufacturer narrative:
(B)(4) (won't bow). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a stone removal procedure performed on (B)(6), 2009. According to the complainant, the distal end of the cutting wire was deformed. When it was removed from the scope, the wire was unable to be bowed when the handle was retracted. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. There were no problems reported with the pt's condition at the conclusion of the procedure.